Manufacturer narrative:
On (B)(6) 2021 customer returned insulin pump for an alleged pump rejected new battery, unexplained no delivery and button unresponsive and difficult to press. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with received with normal operating current. The stop (idle) current and run current measurement tests are within specification passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot, and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No button error alarm during testing. No frozen screen noted during test and time clock advances properly. Device primed properly. No excessive no delivery/occlusion alarm noted. No unexpected battery power loss anomalies noted and failed battery alarm not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the action button was flat. Customer stated that the action and up arrow buttons were need to press several times to respond. Customer stated that the time clock was advance. They were finding difficulty to read the green screen. The insulin pump had no delivery alarms and insulin was squirted during priming. The insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.